Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39286-65, serial/lot #: (B)(4), ubd: 11-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during battery replacement from restore to intellis ns, there was difficulty in setting one of the leads into the new battery. This resulted in two electrodes that were unable to be connected. Rep and healthcare provider (hcp) were able to successfully program the patient without issues. Connectivity and impedance checks were performed multiple times. Physician worked multiple times to set the lead into the battery. Physician cleaned and dried lead after each attempt. The issue was not resolved. No symptoms were reported. Additional information received. Rep reported the two electrodes in question (0 and 7) were showing an impedance over 40,000. Physician was aware of the high impedance value.